Manufacturer narrative:
E1: facility name (B)(6) hospital no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per the instructions for use: locator string is for identification purposes only. Avoid using the locator strings to remove the patties from the surgical site to prevent detachment. The locator string will not be visible by x-ray as it is not radiopaque. Count all devices before and after the procedure prior to surgical closure. Failure to account for all neuropathies could result in neuropathies being left in the patient. Patties left in the surgical site may result in an unintended adverse reaction. In the event a device cannot be located, an x-ray can be used to locate the devices. Only the radiopaque markers are visible on imaging. The size and position of the radiopaque markers may impact their visibility. It is recommended that at least three views, using the optimal parameters for the imaging (x-ray) equipment, at a variety of angles (e.g., 45 degrees, 22.5 degrees and 0 degree angle) for anterior and posterior, or the appropriate plane, be taken and examined for a missing device. If there are concerns regarding visualization, consult with your local imaging expert to establish the optimal radiographic parameters (e.g., kvp, mas) for visualization with the imaging equipment. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that there was no sponge in the package when searching the room after a count discrepancy. It was presumed that the sponge with no cottonoid went into the patient attached to another sponge with a cottonoid. When sponge was removed, the sponge with no cottonoid was left in the patient. CT scan was completed before the patient left the operating suite as per policy for incorrect sponge count. The procedure was left pterional craniotomy. Patient was returned to the operating room for left craniotomy, wound exploration with removal of cottonoid. On follow-up, it was reported that all sponges were counted at the beginning of the case on (B)(6) 2021. This would include any and all cottonoids and radiopaque 4x4, 4x8 or lap sponges used for a craniotomy procedure. The case was performed. As the surgical staff were counting sponges toward and at the end of the case a cottonoid count discrepancy was noticed. In double checking the sponge packaging it was noted that there was a string without a sponge left behind in the manufacturer's cottonoid packaging. It is presumed that the manufacturer's sponge with no string attached went into the patient attached to another manufacturer's sponge with a string. When the manufacturer's sponge with the string were removed, the manufacturer's sponge with no string was left in the patient. A CT scan was completed prior to the patient leaving the or suite. The CT scan was required for post-op tumor size and vessel verification not only sponge count. The surgeon verified no sponges retained. On (B)(6) 2021 a CT of the head was performed. This CT was compared to the CT completed on (B)(6) 2021. In this CT the finding were consistent with a retained foreign body. On (B)(6) 2021 left craniotomy, wound exploration was performed. The purpose of the surgery was for removal of cottonoid. The cottonoid was removed. Additional information received from hcp, reported that the patient current status as 8 weeks post-op has no discomfort. Had fully recovered. She continues to be followed by ot / pt for gait instability. At her last appointment, she verbalized and demonstrated her understanding of the therapeutic exercises she was taught to decrease her fall risk. She demonstrated no loss of balance with activity. She has a follow up appointment with her surgeon (B)(6) 2021. Per hcp, ¿fully¿ recover was a relative term on patient's current status. She was not sure what the patient's status was pre-operatively.